Event description:
The pt was implanted with a monarc sling system on or about (B)(6) 2011. It was reported the pt experienced vaginal prolapse, incontinence, mesh exposure, mental and physical pain and suffering, infection or inflammation, tissue abrasion, and permanent bodily injuries. Refer to MFR's report # 2183959-2012-00341.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.